Event description:
The endoscope specialist (ess) was requested to perform a repair reduction observation at the site. During observation of bedside cleaning of the evis exera iii gastrointestinal videoscope ahead of a therapeutic procedure, the ess noticed that the technician overlooked the air/water (a/w) channel cleaning adapter step of bedside cleaning. Importance of performing a/w channel cleaning adapter step of bedside cleaning was discussed with technician. There was no patient involvement.

Manufacturer narrative:
The customer mentioned they understand the importance of performing a/w channel cleaning adapter step of bedside cleaning. They also mentioned they are working on sourcing additional a/w channel cleaning adapters so there is not a shortage of adapters during beside cleaning. The device will not be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
Additional information: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, we presume that the failure to follow cleaning and reprocessing instructions was due to a lack of training. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: section 3.3 of the IFU states ¿confirm that the holes of the valves are not blocked 2. Confirm that the valves are not deformed or cracked. 3. Check for excessive scratching or tears in the air/water valve¿s seals¿ olympus will continue to monitor field performance for this device.